Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace was analyzed, and the findings did not replicate or confirm the customer reported event. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with a full range of motion. The instrument opened and closed properly. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument passed the energy recognition test. There was no problem detected related to the reported event; however, the instrument was found to have teflon pad damage. A piece of the teflon pad is broken at the distal end of the pad. The missing material was not returned with the instrument. The probable root cause of the teflon pad damage is attributed to use conditions. Thermal damage is caused by heat generation when activating the harmonic ace blade with little to no tissue between the pad and the blade itself.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument failed to be recognized. The user completed the procedure using a backup harmonic ace with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.